Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2011". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(Device code): appropriate term/code not available for device perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc)/organ perforation, unable to retrieve, pain, swelling in neck, scar, and limited physical ability . Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported pain, swelling in neck, scar, and limited physical ability are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The catalog number has been provided and the lot is unknown. However, the device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to deep vein thrombosis (dvt). Patient is alleging vena cava and organ perforation and the device is unable to be retrieved. Patient alleges an unsuccessful retrieval attempt on (B)(6) 2016 because it was no longer needed. Patient notes and further alleges "the failed attempt at the retrieval was incredibly painful on my neck and chest. I experienced severe swelling and the puncture wound in my neck was very painful and it left a scar". Patient notes limited physical activity. Per the (B)(6) 2011 inferior vena cava (ivc) filter placement: "therefore a select retrievable filter was deployed. Below the level of the renal veins through its sheath. Secondary to the angulation of the filter with the apex directed toward the caval wall, it was decided to reposition the filter from above to prevent endothelialization of the apex. Therefore the right neck was prepped and draped in usual sterile fashion. Again, 2% lidocaine solution was administered for local anesthesia, and the internal jugular vein was accessed using micropuncture technique. An amplatz wire was then advanced into the ivc followed by the 10 french sheath. A gooseneck snare was used to grab the apex of the filter. The filter was successfully repositioned so that the apex demonstrated a vertical position. A post repositioning hand-injection lvc gram was performed demonstrating excellent positioning of the filter". Per the (B)(6) 2016 attempted ivc filter retrieval: "the filter is in excellent position with good orientation. Numerous attempts to retrieve the filter using a gooseneck snare, trilobed snare, and a forceps were unsuccessful. It was decided to leave the filter in place without further aggressive maneuvers to retrieve the filter given its good position, orientation, and lack of caval thrombosis". Impression: "unsuccessful retrieval of ivc filter likely due to prolonged indwelling time of greater than 5 years. The filter is in excellent position in the ivc remains widely patent".